Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, mega suturecut needle driver instrument was being used to suture the peritoneum and suddenly the instrument was not responding to surgeon's commands. The wire broke during surgery. No exposed wires were noticed when instrument was inserted for the first time. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: unfortunately, initial reporter could not provide more information than what was already provided. The staff gave all the possible information. With so many instruments braking all at once, it was difficult to remember every little detail.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.